Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. The fse observed some sputtering coming from the buffer nozzle during heavy priming, that while priming the drain would almost overflow due to a clog in the drainage tubing, and the fitting leading to the solenoid valve and reference block was covered in dried reference solution due to the damaged tubing connecting the two. The fse identified the failure mode as multiple hardware. The fse cleared drainage obstructions by bleaching the line with 10% solution and replaced the buffer valve, valve tubing and solenoid valve to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining negative anion gaps on ion-selective electrolyte (ise) on their au5800 chemistry analyzer. The erroneous results were not reported out of the lab. The erroneous sample were repeated on an alternate instrument and results considered normal were obtained. The normal results were reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided examples of the erroneous results.